Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had critical pump error. The customer¿s blood glucose was 165 mg/dl. The customer states she got a notice on her pump and it¿s not working. Troubleshooting was performed for critical pump error and noticed reports they received a critical pump error image on the pump screen. The customer was advised pump will be replaced. Advised to revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error and unable to download due to corroded electronic assemblies. Device received with corroded motor home switch. Unable to verify sensor anomaly due to critical pump error.